Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic it was noted that the cardiac defibrillator exhibited episodes of myopotential non sustained right ventricular oversensing. The device was successfully reprogrammed. The patient was stable prior, during and post event.